Event description:
Our MDR - patient was seen for follow up on (B)(6) 2012 where it was noted that the ventricular lead impedance had gone up to 2300 ohms. This has occurred 6 months after the same had happened on the atrial lead. The implant date was not provided and there is no indication given that this lead was explanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.